Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her son's blood glucose reached 455 mg/dl less than 24 hours after the pod was activated so she gave a correctional bolus of insulin (exact dosage was not provided). Upon inspection, she noticed the cannula was out of his skin.